Event description:
Reporter stated that patient was feeling dizzy at 4:00 pm. Patient reportedly tested blood glucose, using the advantage system, with a result of 380 mg/dl on the advantage system. Based on this value, patient delivered an unspecified amount of humalog. Reporter stated that, over the next 1.5 hours, patient was "in and out of consciousness." Reporter attempted to treat patient with cola and subsequently phoned emergency medical services for assistance. Upon their arrival, patient's blood glucose was tested, using paramedics' device, with result of 48 mg/dl. Reporter stated that patient's blood glucose was immediately retested, on the advantage system, with a result of 165 mg/dl. Patient was treated, by paramedics, with orange juice. No additional treatment was received. Reporter did not provide the location where the hypoglycemic event occurred. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.